Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula inserted into the infusion site. When removed, the patient said that pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed. The pod has been discarded.